Event description:
It was reported that "potassium 20 meq 50cc/h20 set to infuse at rate 143 cc/hr. Night rn hung potassium cl 20meq in 50 cc sterile water approx 8 am. Medication completed at 8:13 am. Noted that rate was set at 143 cc/hr. Wrong rate. Medication variance". Additional event details could not be obtained.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unk.